Manufacturer narrative:
Per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level read "high", a specific value was not provided. The customer received assistance from girlfriend to address elevated blood glucose with manual dose injection. The customer reverted to manual dose injection for insulin therapy. Reportedly, the customer was using admelog insulin, which is considered off label insulin use per the tandem user guide.